Manufacturer narrative:
The devices were not returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a csf leak during a trial procedure on (B)(6) 2019. The procedure was abandoned due to the csf leak.